Event description:
It was reported that the implantable pulse generator (ipg) was implanted too deep and the patient had difficulty charging it. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility. Additional information received confirming the exact explant date and the patient was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted too deep and the patient had difficulty charging it. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility.